Manufacturer narrative:
(B)(4).

Event description:
The cec adjudicated that the previously reported mi occurred 2 days prior than previously reported. The cec adjudicated that the mi was an mdt extended historical spontaneous mi in the target vessel, and was also consistent with an arc mi. It is further noted the jailed stent may have caused sub-total occlusion of the diagonal branch. However, it was also noted that coronary artery spasm may have contributed to the patient's symptoms.

Event description:
During the index procedure, patient had one resolute integrity drug-eluting stent implanted in the lad. Approximately 1yr and 8 months post index procedure patient was hospitalized due to chest pain. Angio confirmed that the diagonal had been jailed by the index stent. The following day, it is reported that the patient suffered an mi. Investigator assessed that the event is possibly related to the study stent. Patient was given medication and discharged. The event is unresolved and the patient is continuing with treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi). (B)(4).